Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# unknown, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that since being implanted in their hip the patient has lost 40 pounds and now the implantable neurostimulator (ins) is sticking out of their body. They spoke with their health care provider (hcp) who noted that it was ¿no longer properly in their body¿ but that the patient would have to wait do the surgery for the revision.